Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. Tested a battery cap, device passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had a cracked case at display window corner, cracked lcd window, minor scratched lcd window, corroded battery tube, cracked reservoir tube lip and missing end cap sticker. (B)(4).

Event description:
It was reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 231mg/dl. The customer was advised the pump will be replaced and revert to back up plan.